Manufacturer narrative:
Complaint evaluation: the field service engineer (fse) confirms the ac power module input terminal damaged. The device needs an ac power module. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that the ac power module requires replacement. It was replaced the device passed testing and was put back into service.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device has a power supply issue. There was no patient involvement.